Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: the product is manufactured in the us, but not marketed in the us. Device evaluated by MFR: the lens was returned dry in a micro-centrifuge vial. There was residue on the lens surface. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -18.0/+1.5/097 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to low vault and lens rotation. The cause of the event is reported as a patient-related factor. Currently, there is no replacement lens in the patient's eye.